Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a stain present in the image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause for the malfunction is due to component failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.